Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the fill tubing step, filling took 50u of insulin than expected and the customer was not seeing drops of insulin exit the end of the tubing during filling. There was no reported impact to the customers blood glucose level. During troubleshooting with tandem technical support, the customer filled a new cartridge with 250 ml of insulin and was able to resume insulin delivery.